Event description:
It was reported that during initial implant procedure while positioning the lead, helix damage of the right ventricle (rv) lead was noted. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.